Manufacturer narrative:
(B)(4). During troubleshooting for a check patient line alarm the home patient (hp) stated that he was supposed to only have 5 cycles and that he was pressing random buttons earlier and may have changed something in the programming. The technical service representative (tsr) recommended that the hp not continue on the hc until he can reach the nurse or doctor and go through programming over the phone in case the hp made a change that could be potentially dangerous. The patient was involved but there was no patient injury or medical intervention reported. A follow up was done via phone. The hp stated he had the nurse reprogram the home choice and has not had any problems since. Review of the results of evaluation task revealed the device was not returned to baxter for evaluation. However, information in the complaint file revealed that the patient's nurse had to reprogram the device and there have not been any problems since the reported issue. Based on the information provided in the complaint file; the assignable cause for the reported issue was determined to be use error (due to random pressing of buttons). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a service history review, device history review and device evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a check patient line alarm the home patient (hp) stated that he was supposed to only have 5 cycles and that he was pressing random buttons earlier and may have changed something in the programming. The technical service representative (tsr) recommended that the hp not continue on the hc until he can reach the nurse or doctor and go through programming over the phone in case the hp made a change that could be potentially dangerous. The patient was involved but there was no patient injury or medical intervention reported. A follow up was done via phone. The hp stated he had the nurse reprogram the home choice and has not had any problems since. The hp has continued therapy no injury or medical intervention reported as a result of this incident.